Event description:
It was reported that the real intelligence cori displayed an internal error. Since it was noticed during an inspection, no patient was involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, (B)(6), intended for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image confirmed the displayed of an internal error message. A complaint history review for similar reported/confirmed complaints has identified prior events. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicate the software met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. The most likely cause of this event is associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. Internal errors occurred every time a case was started, and handpiece diagnostics would crash immediately upon starting. The system was disassembled and the ethernet cable between the main computer and tcu board was found to be unplugged. The cable was plugged in and the system began functioning as intended. A test case was run to completion and handpiece diagnostics completed. A relationship between the reported event and the device was established. The most likely cause of this event is incomplete insertion of the cable into the port during assembly, allowing it to come loose during transit to the customer site. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.